Event description:
Literature: blomstedt p, jabre m, bejjani b, koskinen lo. Electromagnetic environment influences on implanted deep brain stimulators. Neuromodulation. 2006;9:262-9. Summary: this article retrospectively analyzed data concerning the effects of external electromagnetic fields on 172 pts implanted with dbs. The objective of the study was to report the author's observations on the external electromagnetic field influences on dbs in their pt population, and how these influences affected the pts lives and other healthcare-related conditions. Reportable event: following replacement of the dbs device (reference MFR report #3007566237-2010-02055), the on/off switching problems diminished, although the pt still has repeated occurrences of involuntarily switching off. The device was replaced with a different model (with a magnetic shield) and the problems ceased.

Manufacturer narrative:
(B) (4)